Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tissue pad was detached off when the nurse wiped it outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.